Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was clicking and failed. A field service engineer (fse) replaced the micro switches on the latch. Using the hardware testing application, all tests passed successfully. The station was rebooted, and the door was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 had been failing consistently on this machine and may have required cleaning or latch replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.